Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and broken battery tube threads.

Event description:
Customer reported via phone call, the insulin pump was missing some pieces. Her blood glucose was also high, she bolused and blood glucose wasn't lowering. Customer stated she had experienced high blood glucose over 600 mg/dl on wednesday. Troubleshooting was only performed for the damage on the device. The device had cracks around the reservoir and battery compartments. The plastic around the battery compartment had come off and where the reservoir sits a piece has broken off. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.